Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lung resection procedure, the device remained closed on the tissue. At the eighth cartridge, the device remained closed on patient tissues. The security had been unlocked but it did not solve the problem. The handle of the devices broke when the surgeon was trying to open the device. The surgeon finally managed to remove the device from patient tissues. He used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement the analysis results showed that one (B)(4) device was returned with the closing trigger broken and with an (B)(4) partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a locked device a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No functional test could be performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.